Event description:
Pt reported a pod that gave her "a nasty staff infection" which resulted in her being hospitalized and quitting her job. She has been in the hospital "on and off for 2 months." The pod is not being returned for investigation.

Manufacturer narrative:
Product was not returned for eval. We are unable to determine if any malfunction or defect occurred that would have caused or contributed to the pt's site infection. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands; clean the insulin vial with an alcohol prep swab; clean the infusion site with soap and water; keep sterile materials away from any possible germs. The user guide also advises users to, "be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."